Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient experienced palpitations. It was determined the right ventricular (rv) lead was ¿bothering the patient.¿ the amplitude on the rv lead was increased. The lead remains in use and no patient complications have been reported as a result of this event.